Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was unknown. High impedance measurements were seen when taken on (B)(6) 2012 with settings of case to 0, case to 3, at 3 volts. Impedances measured on (B)(6) 2012 were again high (>40,000 ohms) on combinations of case to 0 and electrode combinations of #0-1, 0-2, and 0-3. X-rays taken on (B)(6) 2012 showed no evidence of a break. Impedance test at that time were still high, reported as in the 26,000 ohms range. The patient was reported using a setting of case to #1 with good therapy and no shocking sensations.

Event description:
It was reported that high impedances (>40000 ohms) were measured on the patient's implantable neurostimulator (ins). It was noted that the patient was not programmed with the affected electrode configuration so therapy was not affected. The patient was to be monitored for any loss of therapy or any type of shocking issues. It was noted by the physician that, down the road, the patient will get an x-ray and may get another lead implanted on the opposite side. The physician also felt the current model of ins in the patient was more "sensitive" than other models. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37 085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3389s-40, lot# v895991, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
Additional information received reported that when the patient was first implanted impedance pairings case/0 and case/3 were high. Another check in august found all impedances with electrode 0 were high. At the time of report, impedances were "lower and coming down with 0 contact." An x-ray was done and no fracture's were seen. It was stated, the physician was frustrated with "open circuits and no MRI." No replacement was planned at the time. The patient had "one tiny little shock" but no other symptoms. Palpatation was attempted with no reproducible shocking. Impedances were higher when the patient tilted his head to the left. The physician thought the issue happened during surgery, and was not caused by the patient. No hospitalization was required due to the event. Patient was getting good therapy and no shocks.

Manufacturer narrative:
(B)(4).